Manufacturer narrative:
No gtin number available. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The position of the cam when valve was received was 100mmh2o. The valve was visually inspected, no defects were noted. The valve was tested for programming. The valve failed the test. During the programming process the cam mechanism did not move. The valve was irrigated with purified water; no occlusion was noted. The catheters were irrigated, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming. The valve failed the test. During the programming process the cam mechanism did not move. The valve was then pressure tested at 100mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve product code 82-3112 with lot cnhb4t conformed to the specifications when released to stock on the 14th august 2012. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Programming of the valve not possible. Date of implantation: (B)(6) 2013. Date of explantation: (B)(6) 2014.